Event description:
It was reported that the threaded inserter was stuck on the implant; implant broken. There was a spare implant/instrument in the case and it functioned properly. Surgery time was not extended more than 10 minutes due to the alleged incident. No add'l anesthesia time was administered due to the alleged incident. The surgery was completed. Add'l info was requested and on (B)(4) 2014, the following was provided by the distributor. The implant was attached to the inserter in the proper way during a 3 level anterior cervical discectomy and fusion (acdf) surgery on a (B)(6) year old female pt. Upon inserting, the surgeon used a small mallet to insert the implant. As he tapped on it, the implant came off of the inserter. It was noted that the threaded attachment shaft tip had broken off inside the implant rendering both the inserter and implant useless. Another implant was loaded o na different inserter. There was a few minutes delay as a result.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.